Event description:
It was reported that a message was received in the remote home monitoring system for this pacemaker that the right atrial automatic threshold (raat) test was detected as greater than the programmed amplitude or suspended and also noted the presence of out of range atrial intrinsic amplitude measurements. Review of data in the remote home monitoring system noted this was due to atrial arrhythmias and resulted in atrial undersensing. Additionally, the device stored a signal artifact monitor (sam) episode, which, disabled the minute ventilation (mv) sensor due to oversensing of noise. The noise was suspected to be external in nature due to a potential medical procedure. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.